Event description:
The customer reported that his olympus micron tfl single-use fiber had an out of box failure. According to the initial reporter, the laser fiber tip had broken off when the customer attempted to put the fiber through the scope. Reportedly, the intended procedure was completed using a second device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d4, d9, g2, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was received in a sealed post-market sterile pouch and the distal tip of the fiber appears to have broken off. There are no signs of use such as charring or burn-back present. The proximal handle does not have any visual defects. There is a break in the fiber jacket but it is very difficult to determine where the break is as the device cannot be removed from the sealed packaging. The break seems to be toward the middle of the length of the fiber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, probable causes of the distal tip breaking include mis-handling of the fiber when introducing the fiber to the scope, a manufacturing defect during the cleaving of the fiber tip or mis-handling of the device during the unpackaging of the device. An additional fiber break that was not reported by the customer was also found during the evaluation of this device. The unreported break likely occurred during the return shipping to olympus or between olympus facilities as if the break was present at the customer site it would have been immediately reported. Olympus will continue to monitor field performance for this device.